Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a frozen keypad and buttons. The customer's blood glucose was between 375 mg/dl and 400 mg/dl. The customer removed and replaced the battery and the insulin pump had alarmed button error. The customer stated that they had purchased the insulin pump on craig's list. They stated that they were on their way to the emergency room because they did not have a backup plan and their blood glucose was high. Nothing further was reported.